Event description:
As reported by an affiliate, a patient was admitted for treatment of the mid right coronary artery, which was described as de-novo, 90% stenosed, slightly calcified, and slightly tortuous. The lesion was pre-dilated with a 2.5mm sprinter legend balloon at 12atm and a 3.5 x 18mm cypher was delivered to the target lesion. When the cypher was being inflated up to 8atm, the balloon ruptured, as confirmed by contrast medium leakage under angiography. The stent delivery system was retrieved and post-dilation was conducted with a powered lacrosse balloon to successfully inflate the cypher. There was no patient injury reported. The device appeared normal prior to use.

Manufacturer narrative:
Cypher product (cjs) is not distributed in the us, however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.